Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 568 mg/dl. The customer's sister stated that the customer had been taken off of insulin pump therapy since her visit to the emergency room. The customer had been experiencing high blood glucose readings in the 300 to 500 mg/dl range. The customer's sister stated that the customer was not receiving insulin from the insulin pump. She treated with manual injection upon admission. The customer had been wearing the insulin pump at the time of the hospitalization. The customer and caller could not troubleshoot the insulin pump, as it was not available at the time of the call. Nothing further reported.